Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the downstream occlusion (dso) seal had a bubble, lcd lens scratched, and battery door broken. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be a bad dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a constant "cassette not attached properly, reattach cassette" alarm. The event occurred during testing. There was unknown delay in therapy. There was no physical damage reported. There was no patient involvement and no harm/adverse event reported.